Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial spinal procedure? How was the suture placed (interrupted or continuous) in fascia? Were any cultures taken? What were the results? What medical intervention was performed to treat the patient event? What is the surgeon opinion as to contributing factors to the acidophilic leukocyte meningitis? Was there any deficiency reported with the suture? What is surgeon opinion of relationship of suture to meningitis? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a spinal procedure on unknown date and suture was used to suture the fascia of the neck. Post-operatively on an unknown date, the patient experienced acidophilic leukocyte meningitis. The patient is getting better currently. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000078691 additional information was requested and the following was obtained: what was the date of the initial spinal procedure? No information. How was the suture placed (interrupted or continuous) in fascia? No information. Were any cultures taken? No. What were the results? N/a. What medical intervention was performed to treat the patient event? No information. What is the surgeon opinion as to contributing factors to the acidophilic leukocyte meningitis? No information. Was there any deficiency reported with the suture? No. What is surgeon opinion of relationship of suture to meningitis? The surgeon is not sure whether there is relationship of suture to meningitis or not. What is the current condition of the patient? The patient was getting better when we received the complaint.